Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the distal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 407652 lead, implanted: (B)(6) 2008; 694765 lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. It was found that the left ventricular lead had high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.